Event description:
Pt hospitalized for hypoglycemia. Pt had decided to switch from currently used pump and go to her back-up pump. Five hours later, mother found pt sobbing and convulsing. Paramedics called and bg down to 22 prior to transport. Mother checked basal rates and bolus history between pumps. Basal rate settings were the same. Pt stabilized and sent home. Pt's mother was asked to return pump for eval. Pump not returned.